Event description:
Boston scientific crm received information that this device, implanted in (B)(6) 2006, triggered elective replacement indicator (eri) in (B)(6) 2010. There were no allegations or complaints against the device's operation, functionality or longevity.

Event description:
--

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
The device was put through and passed a series of automated tests which verified functionality, and therapy delivery. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.